Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the site tried to perform rad gain calibration but failed. They tried again five times and still failed each time. There was no patient present when this issue was identified. Onsite investigation was performed and the site engineer discovered x-ray batteries not holding charge sufficiently, many of which were deformed. Logs also showed intermittent press of the hand-switch. Replacement of the batteries, the charger boards and the x-ray hand-switch resolved the issue. No further issues were reported. Analysis of the returned batteries confirmed the reported failure as they were visibly deformed and failed testing. Analysis of the returned charger board 1 confirmed electrical failure as it failed bench testing. Analysis of the second returned charger board 1 could not confirm any failure as it passed bench testing without problems. Analysis of the returned charger board 2 could not confirm any failure as it passed bench testing without problems. Analysis of the returned relay could not confirm any failure as it passed bench testing without problems. Analysis of returned battery connector confirmed failure due to corroded terminals. Analysis of returned x-ray hand-switch could not confirm any failure as it passed testing, the coiled cable was visibly stretched but did not impact functionality. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site tried to perform rad gain calibration but failed. They tried again five times and still failed each time. There was no patient present when this issue was identified.